Event description:
It was reported a critical alarm was not heard but was confirmed by telemetry. The alarm was due to a motor stall. An MRI was performed on (B) (6) 2010. The motor stall occurred on (B) (6) 2010 at 16:12. The pump was interrogated and showed a stopped pump period may exceed tube set error on (B) (6) 2010 at 16:12 and a motor stall recovery on (B) (6) 2010 at 12:14. The patient had other stalls with recoveries within one hour, and it was confirmed that the patient had mris on those dates. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).